Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer trying to bolus and numbers kept scrolling. Customer¿s blood glucose was 16.5 mmol/l at the time of incident. Customer stated that they did not esc menu and did not clear alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with button error alarm and had unresponsive act and down buttons due to corroded keypad traces. Unable to perform self-test, a21 error test and displacement test or verify a21 alarm due to unresponsive button. No unexpected numbers ramping or scrolling during testing.